Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that the burr became stuck. The target lesion was located in the coronary artery. A 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, after three to four engagements with the lesion, the burr stalled and had to be pulled loose. The physician downsized to a 1.25mm burr and was able to get across the lesion. The physician felt additional modification was necessary and opened a new 1.5mm burr. However, this burr stalled multiple times in the plaque as well. Resistance was felt when pulling back on the burr and medium force was applied to dislodge it. The procedure was completed via ballooning and stenting. There were no patient complications.